Event description:
Boston scientific received information that this implantable defibrillation lead had exhibited an increase in threshold measurements. Noise was later observed on the rate/sense portion of the lead. There was no evidence of pacing inhibition. Loss of capture and low amplitude measurements were also observed. The lead was able to appropriately detect and successfully convert arrythmias. A low out of range shock impedance measurement was later detected. Induction testing was performed with a 1.1 joule shock and 26 joule shock. Both shocks yielded an impedance measurement of 41 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and will continue to be monitored. Should additional information become available this report will be updated.